Event description:
Customer reported the male luer was cracked. Customer reported the male luers are covered with sterile end caps. Prior to connecting the primary set to the ICU medical microclave, the male luer is cleansed with 70 percent isopropyl alcohol. No pt harm or medical intervention was reported. No further pt/event information is available.

Manufacturer narrative:
(B)(4). The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.